Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings and basal anomaly from the insulin pump. The customer's blood glucose reading was 20 mmol/l. The customer treated the high readings with injections. The customer stated that the pump does not deliver insulin. The customer suspected basal was not being delivered. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer ran the self-test and it was completed with no error message. The customer insisted that the pump is not delivering basal properly per test. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was programmed with the correct time and date. The pump was monitored with a water filled test reservoir for two days and a 1.0 unit basal rate. The units left on the display properly matched the units left on the test reservoir and were verified in the daily total screen. No basal anomaly was noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.